Event description:
It was reported that a pt who was seizure-free for years was presented to the ER due to a seizure on (B)(6) 2011. The pt's vns device was enabled (B)(6) 2011. Good faith attempts to obtain further info regarding the pt's increased seizures have been unsuccessful to date.